Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the physician was aspirating the sheath, noticed an air ingress issue into the flushing tubing. The issue was solved by aspirating slowly and the procedure was completed with the same device. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink towards the distal end of the shaft. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the handle cap while attempting to inject deionized water to purge air out of the sheath. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the physician was aspirating the sheath, noticed an air ingress issue into the flushing tubing. The issue was solved by aspirating slowly and the procedure was completed with the same device. No patient complications were reported. The device was returned for laboratory analysis.